Manufacturer narrative:
(B)(4). The device was returned for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported problem was not identified during the event history log review. Evaluation included functional and electrical testing of the device. A visual inspection was performed. A short simulated therapy was performed. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. The cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an electric shock in their hand while using a homechoice (hc). This occurred during drain 1 of peritoneal dialysis therapy. The patient stated that there was an electric leakage at the heater pan of the hc. The patient had touched the heater pan with their hand and experienced the shock. The shock was described as a feeling of weak shaking and not jolt or pressure. It was also reported that the hc was wet due to leaking solution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.